Event description:
An analysis was performed on the returned handheld, and the reported allegation was not verified. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. Additionally, no anomalies associated with flashcard software were identified during the flashcard analysis.

Manufacturer narrative:
Manufacturer device history records were reviewed.review of the handheld device history records confirmed all quality specifications were passed prior to distribution.

Event description:
It was reported that the physician¿s handheld did not hold a charge. No troubleshooting was reported. The physician has several programming handhelds, so it is not believed that any patients were affected. The handheld and related software were received by the manufacturer for analysis. However, analysis has not been completed to date.